Event description:
When the perclose device was deployed, the suture removed a piece of the artery wall. As a result, the patient required replacement of the arterial sheath through same arteriotomy, and manual pressure was applied. There was no additional treatment needed and the patient was not harmed. The patient was discharged the same day.